Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Visual indications of particulates under both catch posts were also found. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. A pre-ast simulated treatment was performed and completed without failures. The cycler underwent and passed a valve actuation test, a system air leak test, a load cell verification test, and a mushroom head check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s contact reported to technical support that a fluid leak occurred during the patient¿s peritoneal dialysis (pd) treatment. The cycler displayed multiple alarms prior to discovery of the fluid leak. One of those alarms was ¿make sure heater bag is on the heater tray¿. The patient¿s contact stated they were unable to bypass the alarms and ended up cancelling the treatment. The patient did not complete their treatment; however, it was reported that the incident occurred towards the end of their treatment. When the cassette was removed from the cycler door, it was reported that fluid began leaking out. The patient¿s contact stated that the film on the backside of the cassette was peeling at the seam and believed this to be the source of the leak. The technical support (ts) representative advised them to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow up with the pd nurse, it was reported that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their replacement cycler and is continuing pd therapy with no further issues. The cassette used by the patient was not available for evaluation, as it was reportedly discarded. The cycler was picked up and returned to the manufacturer for physical evaluation.